Event description:
It was reported that the programmer screen was shattered. The programmer has been returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display overlay was broken. It was also noted that the cases were scratched up and damaged, and the device was corroded to a point where it is unrepairable. Device will be scrapped. (B)(4).